Event description:
Rn was attempting to place IV medication into baxter pump. She hung the biotherapy after tubing was primed on the IV pole. It was at this time that she noted drips on her gloves. Rn estimated 5 mls leaked the leaking was noted from tubing 2c8541s, lot# r22d21017. Rn noted leaking and joint under the first port as well as the first port site (port closest to spike). Fluid loss was minimal. Drug removed from pole and re-primed with tubing from a different lot number. Drug administered as planned no impact to patient. FDA safety report ID# (B)(4).